Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month post implant of the implantable cardioverter defibrillator (ICD) system, the patient had a septic infection. The system was explanted. No further patient complications have been reported as a result of this event.